Event description:
Distributor notified the manufacturer via email that a customer reported several patient specimens tested using the leadcare ii system generated elevated blood lead results that were not confirmed by subsequent venous testing. No additional details were provided regarding the number of specimens, specific results, specimen collection method, testing procedure, or patient impact. On 02/11/2026, technical services (ts) attempted to contact the customer via email and left a message requesting additional information. On 02/18/2026 and 02/19/2026, ts made additional attempts to contact the customer by telephone and email and left voicemail messages. During the voicemail communication, ts requested confirmation of the specimen collection method, specifically whether capillary specimens were collected directly into the leadcare ii capillary tube per the instructions for use or whether ram scientific safe-t-fill micro-collection tubes (off-label for use with the system) were utilized. Ts also provided the customer with cdc guidelines and the FDA safety communication regarding ram scientific safe-t-fill micro-collection tubes and requested confirmation of the collection method used. The customer returned a voicemail message indicating that the information would be forwarded to their manager. On 02/27/2026, ts attempted follow-up contact and left a voicemail message. On 03/02/2026, ts made an additional follow-up attempt via email. As of the date of this report, no additional information has been received from the customer. The rpoc and isr were updated accordingly.